Event description:
It was reported that the patient experienced hypertension and stroke. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient experienced leg weakness while in the hospital and was discharged as planned 3 days post procedure. One day after being discharged, four days post procedure, the patient was readmitted to the hospital in hypertensive crisis. A computed tomography (CT) scan was performed and it showed that the patient did not experience a cerebral vascular accident. However, a magnetic resonance imaging (MRI) was performed and showed several small infarcts in the basal ganglia, pons, cerebellum (bilaterial frontoparietal, no hemorrhage noted). 13 days post procedure the patient was discharged to a rehabilitation facility with residual left extremity weakness and placed back on their original anticoagulation medication.